Event description:
It was reported that the patient's implantable neurostimulator stimulation was turning off, "on occasion." The patient's status was stated to be "fair." It was later reported that the magnet reed switch was turned off by the manufacturer representative, and the patient was to determine if this made a difference in the reported issue. Impedance and system checks were performed, and were normal. The patient was "satisfied." See manufacturer report # 3004209178-2011-09409 for information related to the patient's concomitantly implanted neurostimulator system.

Manufacturer narrative:
Lead model 3888, lot # j0211648v, implanted: (B)(6) 2002, explanted: na; extension model 7495lz10, lot # nhk014790v, implanted: (B)(6) 2002, explanted: na; programmer model 7434a, lot # ngl006639p; implantable neurostimulator model 7425, lot # nat156853h, implanted: (B)(6) 2008, explanted: na; lead model 3888, lot # j0313999v, implanted: (B)(6) 2003, explanted: na; extension model 748951, lot # nhu004149v, implanted: (B)(6) 2003, explanted:na; programmer model 7434a, lot # ngl011930p.